Event description:
Three pts with discrepant calcium results. Initial results not reported, pts not adversely affected. Pt 1 initial result 7.6 mg/dl, repeated once on same instrument giving 7.5 mg/dl and repeated again on different instrument (same methodology) giving 8.2 mg/dl. Pt 2 initial result 6.5 mg/dl, repeated on different instrument (same methodology) giving 7.4 mg/dl. Pt 3 initial result 6.8 mg/dl, repeated on different instrument (same methodology) giving 7.9 mg/dl. The field service rep determined the root cause of the discrepancy to be contamination in the tank and water bath which was cleaned. Performance tests were performed and were within specification.